Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: difficult to inflate/balloon rupture. It was reported that the voyager rx burst at around 10 atm. It was noticed that the balloon dilatation catheter did not seem to be inflating correctly. During inflation, the balloon was viewed on the angiography screen and the physician was surprised that it had not really grown much in size and then when it got to 10 atm, the balloon burst. No additional event or patient information is available.